Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found that the capacitor had thermal damage and no short circuit on the remnants capacitor. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that an electronic component.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the graphical user interface (gui) on an 840 ventilator was blank and displayed smoke. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event. A service engineer (se) inspected the device and replaced the gui printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications.